Event description:
It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed in a posterior chicken wing laa anatomy utilizing intracardiac echocardiogram (ice). After multiple repositions, a 31mm watchman flx pro closure device was implanted. At a later date, transesophageal echocardiogram (tee) and computed tomography (CT) were performed which showed the closure device had shifted into the atrium to create a more than 1/2 shoulder on the mitral side. It did not look healed over yet and there appeared to be a leak around the closure device. The patient is back on eliquis. Future revision is not planned unless the closure device becomes more proximal.

Manufacturer narrative:
B3: event date unknown, bsc aware date used. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037517350. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed in a posterior chicken wing laa anatomy utilizing intracardiac echocardiogram (ice). After multiple repositions, a 31mm watchman flx pro closure device was implanted. At a later date, transesophageal echocardiogram (tee) and computed tomography (CT) were performed which showed the closure device had shifted into the atrium to create a more than 1/2 shoulder on the mitral side. It did not look healed over yet and there appeared to be a leak around the closure device. The patient is back on eliquis. Future revision is not planned unless the closure device becomes more proximal.

Manufacturer narrative:
B3: event date unknown, bsc aware date used.